Manufacturer narrative:
(B)(4). The complaint transmitter was returned for evaluation. The device was visually inspected and has a broken wing. Functional testing was performed and the test passed. Due to the condition of the returned device, the reported event of a permanent out of range signal was confirmed. The root cause was determined to be a damaged transmitter.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal patient experienced on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support. Dexcom technical support advised patient's mother to reset the device and it was unsuccessful.

Manufacturer narrative:
(B)(4). The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The receiver ((B)(4)) was received and an investigation was performed. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and found no errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified.